Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis, and was subsequently hospitalized. The cause was not provided, however customer does not believe it was related to the pump. Although requested by tandem technical support, the customer declined to provide additional information.